Event description:
It is reported that the patient underwent a knee arthroplasty revision due to unknown reasons. It is unknown if the knee was partially revised or if all components were removed. No additional patient consequences were reported.

Manufacturer narrative:
Concomitant medical products- unknown kirschner femoral component catalog #: ni lot #: ni, unknown kirschner tibial bearing catalog #: ni lot #: ni, unknown screw catalog #: ni lot #: ni x 4. The product could only be evaluated through radiographic inspection and the reported event could not be confirmed, as it is unknown if any of the identified failures are related to the reason for revision with the information provided. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2018-08549, 0001825034-2019-01199, 0001825034-2019-01200.

Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown performance femoral component catalog #: ni lot #: ni, unknown performance tibial bearing catalog #: ni lot #: ni. It is indicated by the complainant that the product will not be returned to zimmer biomet for investigation, as the device is not available for return. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Insufficient information available.

Event description:
It is reported that the patient underwent a knee arthroplasty revision of the tibial component due to post-operative implant breakage. No additional patient consequences were reported.